Event description:
It was found the hand piece no longer meets the specifications for impedance and frequency. Device used during an unknown procedure. Another hand piece completed case. No pt consequence.